Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 450mg/dl. The customer treated with the pump. Customer indicated that their doctor has not been contacted and their blood glucose value was 450 mg/dl at the time of the call. Troubleshooting found that there were air bubbles in the tubing and the cannula was bent. Customer declined to check for leaks, site or insulin issues. The insulin pump alarmed no delivery. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.